Manufacturer narrative:
Physio-control evaluated the device. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. The root cause was the user pressing the charge and shock buttons simultaneously. In addition, the user heard no charge-up tone before the device reached the selected energy and discharged into the pt and the nurse touching the pt. The customer has been made aware that disarming does not immediately discharges the capacitor.

Event description:
It was reported that the staff was charging and disarming the device's energy level to prepare to deliver a defib, when the charge and shock buttons were inadvertently pressed simultaneously. The nurse administering meds via the pt's IV and the pt were shocked. The pt was not injured as the shock was required for the medical condition. The nurse suffered numbness over half of her body, which continued for 2 or 3 days.